Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: during investigation, the pump¿s black box history verified power loss had occurred on (B)(6) 2013. Unrelated to the complaint, the battery compartment was observed to be cracked and the returned battery cap had stripped threads. The battery cap was unable to fully tighten to the pump. A power loss was duplicated as a result of the damaged battery cap. During testing, the pump was exercised for 24 hours with a new test cap with no power loss observed. The battery cap height and width was found to be within required specifications.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly lost power and rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.